Manufacturer narrative:
(B)(4). Additional information: the root cause of the broken tubing was determined to be cause by a "pull force."

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of the broken tubing at the junction of the stress-member. A small portion of the broken tubing remained inside the stress-member and the edge of the tubing was observed to be jagged. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This is a product not distributed in the us and does not have a 510k number.

Event description:
During evaluation by baxter personnel, it was noted the tubing was broken on an infusor. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.